Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "low slurry calcium concentration". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿ the device was not returned.

Event description:
It was reported that the foley catheter indwelled on (B)(6) 2021 and it had urine leak on (B)(6) 2021. The suction had a large resistance and also injection balloon had a large resistance. The bolus sterilization water had a large resistance so it could not be pushed in.